Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the complaint device found the catheter to be cut and the proximal section of the catheter was not returned. Functional testing cannot be performed based on the condition of the returned device. It is probable that the exit marker got damaged on the endoscope during removal caused by the excessive force applied; hence the device had to be cut to remove it from the scope. Based on the information available and the analysis performed the most probable root cause for the encountered issue is operational context, most likely due to anatomical/procedural factors encountered during the procedure, which limited the performance of the device. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided balloon was used on an esophageal stenosis dilatation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the black exit marker detached when withdrawing the device. The procedure was completed with another cre pro gi wireguided balloon. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.